Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated, and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury, or medical intervention was reported.